Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was not delivering insulin. His blood glucose at the time of incident exceeded 400 mg/dl, which caused his muscles to feel weird. The customer stated that he tried to bolus but no insulin came out of the tubing. He treated his high blood glucose with a manual insulin injection. Troubleshooting was initiated for the delivery anomaly. The customer mentioned that the motor was not turning when he tries to deliver insulin. The customer's prime technique was reviewed and found to be proper. A displacement test was performed and the pump passed. The bolus history was reviewed and the boluses were found but the insulin was not delivered at those times according to the customer. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.